Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation, through a post market clinical follow up (pmcf) of retrospective data collection, that a zero tip basket was used during cystourethroscopy with left ureteral stent removal, cystourethroscopy with right ureteral stent removal, left nephrostomy tube placement, left percutaneous nephrolithotomy, left renal access and dilation, left renal ultrasound with interpretation, right ureteroscopy procedures performed on (B)(6) 2020. It was reported that the patient experienced urinary tract infection. The patient required medication to resolve the complication.